Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s treatment. There were multiple ¿m31 air detected in cassette¿ alarms that occurred during the treatment, prior to discovery of the fluid leak. The contact called ts for assistance while the patient was in drain 2 of 4. After failing to bypass the alarm, the patient¿s treatment was cancelled. The ts representative recommended the patient complete their treatment by performing a manual pd exchange. After removing the cycler set, the contact reported finding fluid droplets in the cassette compartment of the cycler. The contact stated the fluid was found near the area where the ¿two black bubbles¿ are located. After ts was made aware of the fluid intrusion, they advised the contact to discontinue use of the patient¿s cycler and a replacement was ordered. There was no reported damage identified on the cassette. Upon follow up, the patient¿s contact confirmed treatment was completed by performing a manual exchange. The contact confirmed they were trained on performing manual pd therapy, as well as stat drains if necessary. The replacement cycler was received later that evening, and there were no missed treatments due to the event. It was confirmed that the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported fluid leak. The patient is continuing pd therapy on the replacement cycler with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was not available for evaluation as it was reportedly discarded.